Event description:
It was reported that suture placement was successful in the right common femoral artery using the preclose technique with a prostar xl device using a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after suture placement, the guide wire could not be advanced through the exit port of the prostar xl. The wire was inserted using the other end. The same problem occurred at the left common femoral artery. The aaa procedure was complete and the sutures of the two prostar xl devices were used to achieve hemostasis, one at the right common femoral artery and one at the left common femoral artery. There was no reported adverse patient sequela. It was reported that the physician is in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostar device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported guide wire could not be advanced through the exit port was not confirmed. The exit port and hemostatic valve were inspected and there were no abnormal observations which could have contributed to this event. During the device analysis, a proxy guidewire was successfully inserted through the exit port via the j tip and the straight tip. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated nonconformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue.